Event description:
This pt developed an ICD site hematoma most likely related to ongoing plavix administration. As of a f/u performed on (B)(6) 2011, the hematoma has resolved itself without need for surgical intervention. All records indicate that this device remains actively implanted and no additional pt complications have been reported. Should additional info become available, this event will be updated.